Event description:
Procedure type: low anterior resection with end-to-end anastomosis. According to the reporter: after applying the device, there was an uncut part. The surgeon subsequently elected to use a new instrument to complete the procedure. Surgery time was extended by 30 minutes. No blood loss occurred as a result, and no patient details were provided but reported in well condition.

Manufacturer narrative:
.